Event description:
Per follow up with the distributor, it was found that the physician corrected the patient's settings on (B)(6) 2010.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on(B)(6) 2010 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from the same office visit were within normal limits. The physician corrected the settings; however, the device magnet on time was not corrected. The setting was never corrected based on the available programming history. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.